Manufacturer narrative:
Other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 108 mg/dl. The customer continued to use the pump for insulin therapy.